Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling, and they would like to send it in for 2000-hour service. A functional check showed that the mixing pump had failed. Per follow up information received via email on 26jul2022, there was no patient involvement reported.

Event description:
It was reported that the arctic sun device was not cooling, and they would like to send it in for 2000-hour service. A functional check showed that the mixing pump had failed. Per follow up information received via email on 26jul2022, there was no patient involvement reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.